Event description:
It was reported that on 26 november 2020, a 27mm epic tissue heart valve was implanted in a patient. Around 21 july 2023, the patient complained of dyspnea. An echocardiogram was performed and a diagnosis of severe aortic regurgitation (ar) was made. July 26, 2023, surgical intervention was performed and the device was extracted. Upon explant, there was tear noted on the vale. A non-abbott was implanted as a replacement. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
An event of aortic regurgitation and a tear in the valve was reported. The valve was received for investigation and was fragmented. There was thin thrombus on cusp 2 and mild degenerative changes to cusp 1. There was a tear in the base of cusps 1 and 2, which appeared to be incisions rather than tears. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.